Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
This pi is for the robot used in the primary procedure. As reported in (B)(4): "[surgeon] revised a right mako hip originally done (B)(6) 2018 due to femoral fracture. He revised the femoral stem and head and then applied dall-miles cables". Rep provided the usage sheets from the primary and revision procedures and reported that no further information would be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding revision due to loosened implant involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 163 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding revision. There were four other reported event for the listed catalog number (pr1442085, pr1737869, 1898251, and 1930169). Conclusion: product inspection could not be completed due to no logs or session files not being available from hospital or surgeon.

Event description:
This pi is for the robot used in the primary procedure. As reported in pi (B)(4): "[surgeon] revised a right mako hip originally done (B)(6) 2018 due to femoral fracture. He revised the femoral stem and head and then applied dall-miles cables". Rep provided the usage sheets from the primary and revision procedures and reported that no further information would be released by the hospital or surgeon.